Event description:
Account reports incident in which during flushing of the reported device, the control-a-flo regulator "blew up" spraying blood in the hcp's face and eyes. Eyes were flushed with normal saline. Occurred in ER. Account refused to release any additional info.